Manufacturer narrative:
Updated sections: d9, h2, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) for failure analysis evaluation. Upon visual inspection, no issues were found that would be related to the reported event. The unit was then installed onto a patient side cart fixture test platform (pftp), where all relevant testing was passed within specification. Once testing was completed, all usm assemblies were inspected, but no faults could be identified. Due to a mechanical defect, no error logs were shown.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) reproduced the issue and replaced the universal surgical manipulator (usm) to resolve the issue. Isi did not receive a da vinci product to perform failure analysis. A review of the site's system logs was conducted and the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Note: refer to medwatch report (MDR) with MFR report#: 2955842-2025-45406 for MDR submission of the adverse event/malfunction related to first occurrence of the universal surgical manipulator (usm) #3 from the surgeon side console (ssc) resulted in an approximately one-second delay in response to commands.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy procedure, manipulation of universal surgical manipulator (usm) #3 from the surgeon side console (ssc) resulted in an approximately one-second delay in response to commands. The issue was reported to an intuitive surgical inc. (Isi) technical support engineer (tse), and that it had previously occurred. During each incident, the customer confirmed the delay was isolated to usm #3 and affected all movement axes. Attempts to resolve the issue included reseating the sterile adapter and inspecting the drape, but the issue persisted. The delay associated with usm #3 resulted in unnecessary tissue bleeding due to contact between the instruments and the tissue. No major vessel was hit. The bleeding was described as minimal, although the exact volume and details regarding its management were not provided. Disabling usm #3 would have made it impossible to complete the procedure, so it was used throughout, and the procedure was successfully completed robotically, despite the ongoing issue. Additional information was requested, but the customer has indicated that no further information will be provided.